Manufacturer narrative:
(B)(4). The rt265 infant dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. Method: the expiratory limb of the complaint breathing circuit was returned to fisher & paykel healthcare and was visually inspected. The limb was also connected to a working mr850 humidifier and breathing circuit and was test run for seven days to check for condensation issues. Results: there was no damage noted to the circuit. There was no condensation noted on the expiratory limb when tested for seven days at seven hours per day. A lot check was not performed as no lot number was provided. Conclusion: we were unable to determine the cause of the observed condensation, as the breathing circuit functioned normally during testing. The hospital had commented that there had been rainout issues in the past with the particular bed space at which the problem occurred, indicating that environmental conditions may very well have been a factor. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by a number of multiple setup and environmental factors. (B)(4).

Event description:
A hospital in (B)(6) reported that an rt265 infant breathing circuit seemed to have excessive condensate and had to be changed daily. No patient consequence was reported.